Manufacturer narrative:
The screws remain in situ. A radiograph image was provided which confirms the bilateral screw fractures at the c7 level.

Event description:
A patient underwent a posterior cervical fusion procedure at level c1-c7. During a postoperative visit, radiograph imaging revealed bilateral screw fractures at the c7 level, with breakage occurring at the screw necks. The patient remains asymptomatic. Revision surgery is planned to remove the fractured screws and extend the spinal construct to t3. This is report 2 of 2.